Event description:
It was reported to intuvie that during routine preventive maintenance (pm) testing of an infusion pump at mckesson, the device failed the safety test earth resistance over the passing range. The passing specification for the ground resistance test is < 1.0 ohm. There was no patient involvement.

Manufacturer narrative:
It was reported to intuvie that during routine preventive maintenance (pm) testing of an infusion pump at mckesson, the device failed the safety test earth resistance over the passing range. The passing specification for the ground resistance test is < 1.0 ohm. The pump was then shipped to intuvie and was investigated. The allegation of ground resistance test failure was not confirmed. The ground resistance test passed with a value of 0.016 ohms. The device was performing to specification. A review of the serial number history revealed no similar complaints associated with this device. The complaint is not confirmed. Reference to complaint # (B)(4).

Manufacturer narrative:
This supplement serves as a correction/update: this event is being reported to the food drug and administration late as part of our aging compliant remediation.